Event description:
The hospital reported that during an endoscopic vein harvesting procedure sometime within the last week, the hemopro tissue welder continued to activate when the hand was not placed on the trigger. The harvester unplugged then replugged the device and used the same device to complete the procedure without further issue. The hospital did report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).